Manufacturer narrative:
No sample was returned for evaluation; therefore, the condition of the product could not be verified. For this complaint file, two final customer lots were identified and it was not known which final lot was associated with this complaint. A device history record review indicated the products were released met the manufacturer's acceptance criteria for both final lots. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. No sample was returned for evaluation so it cannot be determined if the complaint can be attributed to the post assembly inspection. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically a non-safety medical device correction was completed on (B)(6) 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A theatre manager reported to a company representative that the valved trocars leaked during a procedure. There was no harm to the patient. Additional information was requested; however, none has been received to date.